Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. No adverse impact to the customer¿s blood glucose level was reported. Reportedly, customer reverted to manual injections for insulin therapy.